Event description:
It was reported that the pt was experiencing groin pain.

Manufacturer narrative:
It was also reported that the pain was mild and it is uncertain if it is in relation to the device. Pain is reported to have occurred around (B)(6) 2011, and resolved around (B)(6) 2011. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. Adherence to rehab protocol is unk. No product was returned for review. Primary operative notes provided were unremarkable. The pt has a bmi of approx 28.3; a bmi between 25 and 29.9 is considered overweight. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.